Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer. Patient event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the therapy isn't helping their bladder which started within the last six months. Patient said around that same time (within the last six months), started to have issues with the monitor, can't adjust it, can't do anything, said that the light wasn't working either. Patient said that they replaced the batteries however that didn't resolve the issue. Patient said that the day before yesterday when they turned it on, it shocked them. Agent did not ask about the circumstances that led to the reported issue. Reviewed basic functionality and instructed patient to sync with device. Patient did connect right away. Reviewed icons on therapy screen. Please note that patient mentioned has vision challenges, difficult to make out the pictures so went and got a magnifying glass. It was determined that stimulation was off. Patient turned stimulation on and commented that it is too strong so started decreasing the setting. Patient decreased to a comfortable setting. Reviewed button use and patient said that they most likely was unknowingly turning stimulation off, and also forgot how to use the light button. Patient to monitor symptoms now that stimulation has been turned back on. Reviewed that the patient programmer is operating as designed and patient agreed.

Event description:
Additional information was received from the patient. They reported that they accidently turned device off and had the intensity turned way up - then when the device was turned on, the intensity was too high. The issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3037, product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.